Event description:
The surgeon struggled to insert hip screw for a total hip replacement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding difficulty inserting a cancellous bone screw was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because the product was not returned and no medical records were provided.

Event description:
The surgeon struggled to insert hip screw for a total hip replacement.